Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp outer cover was damaged. This was discovered during use. The following information was provided by the initial reporter: inside of outer cover was damaged and deformed. Hcp couldn't attach the pen needle to a pen.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32 ga 4 mm 14 bag 700 case jp outer cover was damaged. This was discovered during use. The following information was provided by the initial reporter: inside of outer cover was damaged and deformed. Hcp couldn't attach the pen needle to a pen.